Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found no device found. No anomalies were visually observed. Get manufacture struct command and response/osiris error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they couldn't recharge their implanted neurostimulator (ins) and the recharger antenna (rtm) coil/rtm relay box were getting hot when recharging the ins since yesterday. Pt noted they saw a "call medtronic" message, but was unsure of the exact error message. Pt added the rtm relay box would make noises (which was normal device function when trying to recharge the ins). Patient service specialist (pss) helped the pt inspect the rtm plug and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pss reviewed rtm placement when recharging the ins. Pt attempted to recharge their ins, but they saw the "battery empty, cannot continue, recharge the controller" message. The issue was not resolved. Pss suggested the pt recharge their controller battery, then recharge their ins, and call back if the issue persisted. Additional information was received from a patient (pt). It was reported that all weekend they were having issues recharging the implantable neurostimulator (ins) however, could recharge the controller from the wall fine. The pt states they have cleaned out the pins, did resets, and the rm04 message pops up every time. A replacement recharger (rtm) was sent out. No symptoms were reported.